Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg), while wearing the device between 36 and 48 hours. The patient reports their blood glucose level had rose to over 600 mg/dl. Once at the hospital the patient was treated with an antibiotic. The patient was at the emergency room for 2 hours.